Manufacturer narrative:
The technician found the brake detent was cracked. The tech replaced the brake detent to resolve the issue.

Event description:
Technical alleged that the brakes were not holding properly. No pt or caregiver impact.